Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving adequate coverage, and some of the programs were too strong. As a result, the patient underwent surgical intervention on (B)(6) 2014. During the procedure, the lead was found to have migrated. The lead was also believed to have been fractured but was not confirmed. In turn, the lead was explanted and replaced (with a different model). The doctor also electively explanted and replaced the patient's ipg. Effective therapy was restored post-op.